Event description:
One patient sample with discrepant ck results. Initial result 56 u/l. Same sample repeated gave result of 30 u/l. Sample repeated on different instrument using same method and gave result of 56, 30, and 50 u/l. Erroneous results were not reported. The field service representative was unable to determine a cause for the discrepancy. Maintenance was performed and performance check tests were within specification.